Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose, value was not provided. Customer was using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer changed infusion set to resolve the issue.